Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated he was hospitalized for low blood glucose levels with a reading of 30 mg/dl. The customer stated that he was unconscious at the time. The customer declined to troubleshoot the insulin pump. Nothing further was reported.